Manufacturer narrative:
Batch review performed on 15 november 2021. Lot 185576: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2023-sep-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 2 years and 6 months after the primary surgery, the surgeon revised the insert with a higher one, and the surgery was completed successfully.